Event description:
This device was implanted on (B)(6)2007 and explanted on (B)(6)2011 due to an unknown product performance issue. No additional information is available at this time. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).